Event description:
Pt reported that in 2004 their device generated an electronic error that they were able to clear. Pt also reported that for the last two weeks, their blood glucose has climbed into the 300's (mg/dl). The pt would self-treat high blood glucose by bolusing extra insulin. After experiencing two weeks of high blood glucose levels, the pt switched to their back-up device and now their blood glucose is normal (120-130 mg/dl).